Event description:
Info received related to a trial conducted outside of the u.s. Stating that re-ptca was performed, most likely due to restenosis and the date of implant is unk. Ptca is medical intervention in order to prevent permanent impairment/damage.